Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited fluctuating pacing impedance measurements, including high out of range pacing impedance measurements greater than 2,000 ohms. A device check was planned. No adverse patient effects were reported. Additional information was received indicating the patient was seen for further evaluation. Pacing impedance measurements were within range in all pacing configurations expect the initially programmed configuration. Loss of capture was observed in all pacing configurations. It was reported the patient had fallen close to the time the impedance measurements increased. The lv lead was programmed off. No adverse patient effects were reported. Approximately six months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.